Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not properly insufflate while using the distal insufflation port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 07/03/2020. An investigation was conducted on 08/05/2020. Signs of clinical use and evidence of blood and tissue was observed on the intact c-ring. The cannula was observed to be intact, no visual defects were observed. The luer lock on the insufflation tube was observed to be missing from the insufflation tube. The luer lock was not returned for evaluation. The water tube was observed to be intact. No inflation test was able to be conducted due to the detached luer lock on the insufflation tube. Based on the returned condition of the device, the reported failure "improper flow or infusion" was confirmed as well as for the analyzed failure "detached component of device or device component". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not properly insufflate while using the distal insufflation port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.